Event description:
It was reported that there was clicking while walking no pain. Squeaking this year, revision processed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding audible noise involving a trident shell was reported. The event was not confirmed. Visual inspection was performed as part of the material analysis report (mar), the titanium sleeve (cat. No. 625-0t-36g) was still contained inside the trident cluster with significant material damage. The mar report concluded that no material or manufacturing defects were observed on the device features evaluated. A device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that there was clicking while walking no pain. Squeaking this year, revision processed.